Event description:
A 7mm x 20cm x 135cm dorado balloon catheter was inserted and advanced over guidewire from left femoral arterial access to right superficial femoral artery (sfa) / popliteal artery area. Balloon catheter was inflated for arterial dilatation. Post dilatation, balloon was deflated and removed over the wire; when the balloon shaft was out of the left arterial access 7f sheath, it was noticed to have no balloon attached to it. Fluoroscopy of right sfa / popliteal artery revealed balloon detachment from balloon shaft. Balloon markers were left on right sfa area. Part of the balloon was inside the 7f sheath. As an attempt to retrieve the detached balloon, the 7f sheath was backed out of the left arterial access site without abandoning arterial access. Under fluoroscopy guidance, the balloon radio-opaque markers were visualized; the balloon distal marker was at the level of the distal aorta, and the balloon proximal marker was inside the 7f sheath at the level of the left femoral arterial puncture. As the 7f sheath was slowly back out, it was noticed that the detached balloon was not following the sheath. A second access was done on the right femoral artery and an 8f sheath was inserted and advanced to right common iliac. A snare was inserted via right femoral arterial access; the distal detached balloon was snared and an attempt to bring the snared detached balloon into the 8f sheath was done. The detached balloon was unable to be advanced into 8f sheath. Snared detachment balloon and 8f sheath were removed simultaneously; the whole detached balloon was successfully removed. Direct manual pressure has held at right femoral arterial access site and hemostasis was obtained. Additional radiation was used, new arterial access needed to be obtained.